Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 4 of 4. The patient was connected during the error, has already cleared the error, and discarded the supplies. Gts explained that a large amount of air had entered into the disposable, and advised the patient to contact their dialysis nurse. No injury or medical intervention was reported.